Event description:
It was reported that when using the bd pyxis¿ es server medication orders were not crossing over. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device used in this incident, it was determined that the medication orders were not crossing over. A technical support specialist (tss) requested a new sample and patient details, which were saved in ephi. Followed up with customer to obtain a new patient detail and order ID, as the previously referenced patient had been discharged. Customer provided a new patient currently in admit status. Upon review, several orders from the previous day were found to be discontinued or cancelled. Confirmed that orders are crossing over correctly; however, some orders either end at the same time they begin or have future end times. Customer was consulting with the pharmacy interface team for further verification and requested additional time to complete the review. Later spoke with customer and confirmed with pis that all orders are successfully crossing. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es server medication orders were not crossing over. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.